Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 300 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported the pump shutdown unexpectedly. The customer declined troubleshooting with tandem technical support. The customer attempted to reset pump which could have contributed to the unexpected shutdown. The customer¿s blood glucose level was 246 mg/dl.